Manufacturer narrative:
Correction: it should have also included the following additional suspected device. Additional suspect medical device component involved in the event: model #: sc-2317-50 serial #: (B)(4) description: infiniontm cx 50 cm lead.

Event description:
A report was received that the patient was experiencing stimulation issues. High impedances were noted on the leads and it was suspected that the leads may be damaged. In addition, it appears that the leads have migrated. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient was experiencing stimulation issues. High impedances were noted on the leads and it was suspected that the leads may be damaged. The patient suspected the leads had migrated. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
UDI code: ((B)(4).

Event description:
A report was received from the patient that her implantable pulse generator (ipg) was turning on and off without and patient interaction. The patient reported that no changes have been made to her stimulation and that the patient was not able to feel her stimulation constantly. It was noted that the patient had no trauma to her ipg pocket. A boston scientific representative met with the patient and determined that the reported issue was most likely due to damaged leads within the device. To date no information has been received regarding a course of treatment for the patient, the device remains implanted.

Manufacturer narrative:
(B)(4). Device evaluation indicated that the complaint was confirmed. Visual (microscope) and x-ray inspection of the lead revealed that 4 cables were fractured at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. No cables are exposed at the fracture site. The reported complaints of loss of stimulation and high impedances were caused by the fractured cables at the clik anchor site. (B)(4) device evaluation indicated that the complaint was confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture locations. The reported complaints of loss of stimulation and high impedances were caused by the fractured cables at the clik anchor site.

Event description:
A report was received that the patient was experiencing stimulation issues. High impedances were noted on the leads and it was suspected that the leads may be damaged. The patient suspected the leads had migrated. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2317-50, serial #: (B)(4), description: infinion cx 50 cm lead. Additional information was received that the patient was experiencing more pain with the device. The patient reported that the scs did not work well and it gave her jolts of pain before it was discovered that there were multiple contacts on both leads that were not working. Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing stimulation issues. High impedances were noted on the leads and it was suspected that the leads may be damaged. The patient suspected the leads had migrated. The patient will undergo a lead replacement procedure.